Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced recurrent gastrointestinal (gi) bleeding. No specific information regarding the details of the gi bleeding history was provided. It was reported that the patient expired on (B)(6) 2016. The cause of death was reported as probable right ventricular (rv) failure. The customer reported that the patient had a history of rv failure and was on long term IV inotrope support. The patient also had a history of chronic myeloid leukemia with pancytopenia. On an unspecified date, the patient and spouse elected hospice care. It was reported that there were no known issues with the device.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.